Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell and the touch screen became shattered and unresponsive. In addition, it was reported that part of the touchscreen was black. Customer¿s blood glucose was 180 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.